Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had aborting alarms. This was identified prior to use. There is no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Power up fault code # 14 upon boot up. Drive regulators were re-calibrated. Compressor output test/performance test completed. Error message resolved. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.